Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely there was no ultrasound image displayed due to fluid invasion. A root cause for the remaining malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope had missing thixotropic adhesive (ke45) at the forceps cover, missing adhesive on the pink rubber, a pinhole on the adhesive and no ultrasound image displayed. There was no patient involvement.